Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient presented for a pre-op evaluation. The patient underwent x-rays of chest in 2 views. Impression: no acute pulmonary disease is seen. The patient also underwent CT scan of lumbar spine without contrast due to low back pain. Impression: 1. Congenitally small spinal canal. 2. Super imposed disc bulging and hypertrophic changes seen throughout the lumbar spine at l3-l4, l4-l5 and l5-s1. This is resulting in spinal stenosis and lateral recess narrowing, as well as a triangular configuration of the spinal canal. The exact extent of stenosis upon the canal is not well seen on this CT study without myelogram. MRI would be more definitive to assess the degree of soft tissue encroachment. 3. Most severe level of narrowing appear e to be the l4-l5 level, with a moderate degree of spinal stenosis as well as lateral recess stenosis as a result. 4. Bilateral foraminal narrowing at l5-s1, slightly more visible on the left side than the right. On (B)(6) 2010, the patient underwent a surgery with diagnosis of severe lumbar degenerative disease with canal and foraminal stenosis at l4-5 and l5-s1. Operative procedure: l4-5 and l5-s1 posterior lumbar interbody and instrumented fusion, stereotactic CT guided neuro-navigational placement of pedicle instrumentation at l4, l5 and s1 bilaterally, transforaminal decompression with removal of facet joints, pars interarticularis, spinous process and lamina of l4, l5 and s1 bilaterally, radical discectomy with endplate preparation and interbody cage placement at l4-5 and l5-s1, posterolateral fusion, autologous laminar harvested graft, allogenic dbm morcellized bone graft supplemented with bone marrow aspirate, structural allogenic iliac creast graft placement, placement of bilateral lower extremity emg electrodes with continuous emg and motor evoked potential monitoring and pedicle screw simulation, posterior instrumented fusion l4-s1 bilaterally, placement of epidural lumbar drain, high-complexity case secondary to profound canal stenosis at l4-5 and l5-s1, coupled with medical morbid obesity, intra-operatively fluoroscopy, bilateral procedure. Per op-notes, with the interspace placed under distraction, an 11 x 25 mm interbody cage was placed with autologous laminar bone and dem allogeneic morcellized bone graft (rhbmp-2/acs). The distraction was released attention turned to the l5-s1 interspace. A similar procedure is performed with an 11 x 25 mm interbody cage placed at this level. Curvilinear rods were then placed from l5-s1 bilaterally. Pedicle screws were compressed by 3-4 mm before the caps were torqued. There were 3 each side for a total of 6. Crosslink was placed, specifically 2 crosslinks each with 3 looking caps for a total of 6 torqued. There were 3 each side for a total of 6. Crosslink was placed, specifically 2 crosslinks each with 3 locking caps for a total of 6 torqued. Posterolateral fusion was performed in a standard manner along the roughened edges of the transverse process and sacral ala bilaterally using autologous laminar bone, dbm allogenic morcellized bone graft, supplemented with bone marrow aspirate and structural allogenic iliac creast graft. Intraoperative fluoroscopy was performed, indicating the interbody cages, graft instrumentation to all be in excellent position. Great care was taken to ensure that the posterolateral graft material remained in a lateral position at all times including the time of closure. It should also be noted that copious amount of bacitracin irrigation were used intermittently prior to use of rhbmp-2/acs. In addition, bipolar and bone wax were used as necessary to control the bleeding at all times. No patient complications. The patient also underwent a chest x-rays. Impression: sub-segmental atelectasis in the retro-cardiac region. The patient also underwent lumbar spine x-rays due to spondylosis. Impression: statue post fusion from l4 through s1. On (B)(6) 2010, the patient underwent x-rays of chest in ap view. Impression: incomplete inspiration. Atelectasis in the left lung base. Also, the patient underwent a CT scan of chest with and without contrast. Impressions: 1) no CT evidence of pulmonary embolism. 2) focal area of atelectasis or infiltrate involving the left lower lobe. On (B)(6) 2010, the patient underwent an x-rays of chest in ap view. Impression: shallow inspiration. The lungs are clear. On (B)(6) 2010, the patient underwent an x-ray of lumbosacral spine with indications of stenosis. Impression: 1. No evidence of fracture and/or area of abnormal overriding. 2. Some slight scoliosis with convexity toward left 3. Metallic bar and screws within l4, l5 and s1 for stabilization following surgery for spinal stenosis. This most likely is multiple levels of laminectomies. 4. Artificial disks present at the l4 l5 and l5-s1 levels. 5. The disk spaces above surgical levels appear satisfactory. 6. There is some slight flattening and anterior wedging involving l1. On (B)(6) 2010, the patient presented for a follow-up. The x-ray of the lumbar spine showed instrumentation in place with no evidence of any pathology. On (B)(6) 2010, the patient presented for a follow-up with complaints of back pain. On (B)(6) 2010, the patient underwent x-ray of lumbar spine in 3 views with indications of post fusion. Impression: 1. There had been laminectomy, with placement of metallic bar and screws within l4, l5 and 81. This is for stabilization. 2. Some type of disc material was placed at the l4-5 and l5-s1 levels. 3. There is still disc space narrowing, which is somewhat marked posteriorly, at the l5-s1 level, but there is stabilization. 4. The laminectomy most likely has relieved the components of spinal stenosis at lower levels. 5. Upper disc spaces appear normal and adequate. 6. There is noted to be some slight flattening and anterior wedging involving l1. This is not of recent origin. 7. Minimal early degenerative change. On (B)(6) 2010, the patient presented for a follow-up with complaints of severe back pain in sacroiliac joint. The x-rays of the lumbar spine showed evidence of laminectomy with placement of metallic bar and screws within l4-5 and s1 for stabilization. On (B)(6) 2011, the patient underwent a MRI scan of lumbar spine without contrast due to pain. Impression: 1. Developmentally small caliber of the central canal. 2. Status post anterior and posterior fusion at l4-s and l5-s1. I cannot state with certainty whether or not the fusion is solid and correlation with flexion and extension plain film may be helpful in making this determination. 3. There is a left eccentric 3-mm broad-based protrusion at the l3-4 level which crowds the left subarticular gutter and the traversing left l4 nerve root. There is moderate bilateral foraminal narrowing, left greater than right. 4. There is high-grade central narrowing at l2-3 where the thecal sac measures only 5 mm anterior to posterior. This is in part developmental and in part related to prominence of epidural fat, central narrowing is only slightly less pronounced at l1-2. 5. Low-level lumbar curvature, convex to the left. On (B)(6) 2011, the patient presented for a follow-up with complaints of low back pain. Impression: the patient is status post l4-s 1 lumbar fusion with continued complaints of low back pain and symptoms of lumbar radiculopathy, most likely correlating with l3, l4 adjacent level degeneration and stenosis. However, we will require a CT scan to rule out pseudoarthrosis of previous lumbar fusion. On (B)(6) 2011, the patient underwent a CT scan of lumbar spine without contrast with reason of low back pain. Impression: 1. Status post discectomy and posterior spinal fusion with posterior spinal rods and pedicle instrumentation on at the l4-l5 and l5-s1 levels, with approximately 2 mm of lucency around the transpedicular screws at the l4 level and approximately 1 mm lucency around the screws at the l5 level, which is suggestive of hardware loosening. 2. Congenital spinal canal stenosis in the lumbar spine and there is severe spinal canal narrowing at the l2-l3 level (ap dimension = 5 mm), mild spinal canal narrowing at the l1-l2 level (ap dimension = 7 mm), and mild spinal canal narrowing at the l3-l4 level (ap dimension = 8 mm). 3. Bilateral nephrolithiasis. On (B)(6) 2011, the patient presented for follow-up with complaints of low back pain with lateral recess stenosis correlating with the l3-l4 adjacent level. Impression: the patient: is status post multi-level lumbar fusion, most likely suffering from failed back syndrome. He has no symptoms of radiculopathy. On (B)(6) 2011, the patient presented for follow-up with complaints of low back pain. The MRI scan of the lumbar spine showed adjacent level degeneration at l3 and l4 with broad-based disc bulge mainly to the left. Bilateral neural foraminal narrowing was also seen. Impression: the patient is status post l4-s1 lumbar fusion with failed back syndrome. The patient may possibly have symptoms of low back pain caused from pseudoarthrosis. On (B)(6) 2012, the patient underwent a CT scan of abdomen and pelvis with contrast due to left upper quadrant pain. Impression: 1. Non-obstructing left-sided nephrolithiasis. Small benign right renal cyst. 2. Hepatosplenomegaly without focal lesions. 3. Thickening of the wall of the distal descending and rectosigmoid colon as well as possibly ascending colon suggesting colitis. No evidence of diverticulitis or appendicitis. 4. No other significant abnormalities identified. On (B)(6) 2010, the patient was discharged with diagnosis of severe lumbar degenerative disease with canal and foraminal stenosis at l4-5 and l5-s1. On (B)(6) 2012, the patient presented for a follow-up evaluation of lumbar spine. The patient also underwent x-rays ap and lateral lumbar spine that revealed that hardware was in place. From l4 through s1, there appeared to be minimal shadowing around the screws. There was a wedge compression of t1.